Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided.

Event description:
The customer alleged they received questionable bun /urea, creatinine, sodium, potassium, and chloride results on their integra 800 for one patient. The customer provided data for discrepant bun and creatinine results. The patient's initial bun result was 20 mg/dl and creatinine result was 0.9 mg/dl. The initial results were reported outside the laboratory. The physician questioned the initial results as they did not correlate with the patient's symptoms and requested that the sample be repeated. On (B)(6) 2014, the sample was repeated on an integra 400 analyzer. The bun result was 91 mg/dl and the creatinine result was 6.4 mg/dl. On (B)(6) 2014, the sample was repeated on the integra 800 analyzer. The bun result was 104 mg/dl and the creatinine result was 7.0 mg/dl. The patient was not adversely affected by this event. The bun and creatinine reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).